Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia / paroxysmal atrial fibrillation: the cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient whom experienced an arrhythmia going into atrial fibrillation with rapid ventricular response while on impella 5.5 with smartassist for left ventricle unloading. Treated with amiodarone and converted back to normal sinus rhythm. Developed heparin induced thrombocytopenia, as platelets dropped from 158 to 81. Heparin switched to argatroban for anticoagulation. Hemodynamics were stable but patient became symptomatic during weaning trial. Pump explanted and hemostasis was achieved by vascular stapling a graft and oversewn, suturing the wound shut. The patient curvived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.